Event description:
It was reported that before surgery it was reported that it works intermittently and makes unusual noise. Sometimes after pressing the button on and after 5 seconds that the device runs or it stops to work even if the button on is pressed. No harm or delay reported. There was no patient involvement. No adverse events were reported as a result of this malfunction due diligence is complete and there is no additional information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: canada. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b5, b4, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h10. Review of the most recent repair record identified no repairs related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.